Manufacturer narrative:
Exemption number e2019001. (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed and without the device to analyze, a definitive cause for the reported clip close ¿ inability and clip open ¿ locked could not be determined. It should be noted as per instructions for use, mentions in the mitraclip procedure step- by step instructions, ¿ clip arm angle section: all clip arm angles are measured using fluoroscopy with optimal view allowing clear observation of the tip of the clip and both arms in the same plane so they appear as a v.¿ as it was reported that the fluoroscopy angulation was not properly changed to see the clip arms, hence this is considered a user error; however, there is no indication if this user error contributed to the reported issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report clip open, and inability to close. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. It was noted thin leaflets and restricted posterior. The clip delivery system (cds) was advanced to the mitral valve, and the clip deployed. However, after the actuator knob was pulled for deployment, the clip opened to 30 degrees. Reportedly, when establishing final arm angle, there was no clear observation of both clip arms due to fluoroscopy angulation was not properly changed. The physician stated that the clip may have not fully closed due to the clip grasped too much tissue. It was noted that the cds was curved to 90 degrees. The clip remains stable. One clip was implanted, reducing mr to 1-2. There were no adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.